Event description:
It was reported that the unit will not go into standby mode.

Manufacturer narrative:
A philips remote service engineer (rse) reported that the customer stated that the device does not go into standby mode when prompted. It was reported that the air inlet filter was clean. It was then reported that the pneumatics average air reading was -2.0, which is considered out of specification. The rse advised the customer to replace flow sensor assembly to correct the issue. The customer was provided with the part ID. Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID for a replacement flow sensor assembly; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00040. All information from the original report(s) has been transferred to this report.